Event description:
Consumers expect firms to stand behind the products they produce and sell. Consumers expect that when there is a recall with a replacement that it is performed in a timely manner. Background: I purchased two dream station CPAP machines. One is a dream station go (travel machine recall claim # (B)(4) and one a dream station 2 (home machine). Both were recalled and claims filed in june 17, 2021. Philips originally promised a one-year recall and replacement. During this recall, I have had to purchase a third machine from a different vendor for home use due to severe sleep apnea. Philips finally replaced the home machine. Yet, continues to delay replacement of travel machine, including blaming the FDA for the holdups, continues to offer the dream station go machine on its home website and has refused to offer a refund for a product that was covered under warranty during the recall period. Copies of emails are available supporting this. We are resuming travel and need a travel machine. It's unrealistic to expect me to buy a fourth machine because of philips. What are the requirements and timelines for replacement of recalled items? And, what additional actions can be taken against philips for failure to resolve this problem in a timely manner? Reference report: mw5116742.